Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On 04/12/2024, the patient reports that his cgm device was reading higher than his bg meter values. However, no specific cgm or bg comparison values were reported. The patient was wearing an omnipod insulin pump. The patient stated that throughout the day he was delirious, was talking to himself, and at one point, passed out in the bathroom. The patient was self-treated himself with 8 root beers at various times during the day. The patient was "feeling okay" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.